Manufacturer narrative:
Information was received via published literature (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/19891049 concomitant medical products: catalog #unk, unknown warsaw implant, lot #unk. Catalog #unk, unknown trilogy shell, lot #unk. Catalog #unk, unknown trilogy liner, lot #unk. The devices were not returned for review, therefore their conditions cannot be described. The DHR could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that any zimmer devices caused or contributed to any patient infection. It is likely that the joint infection was secondary to the patient's urinary tract infection.

Event description:
It is reported that the patient experienced infection 4 months after surgery following a urinary infection. The patient was revised in a two staged procedure.